Manufacturer narrative:
Section b3: the date of the event is unknown. The patient received the device in (B)(6) 2025. As the patient stated the pain began at the beginning of treatment, the onset date for the pain can be estimated as october of 2025. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent. The device is used for treatment. Ebi will continue to monitor for trends.

Event description:
It was reported that the patient is feeling pain when using the spinalpak device. The patient stated that the pain started the first time using the unit, but the pain was not as bad as it is now. The patient places the electrodes on his back and changes the electrodes every three to four days, rotating the position of the electrodes a little bit each time. The patient rated the pain level as 10 out of 10. The patient stated that he spoke with the doctor, and the doctor did not say anything. The patient did not take anything for the pain. Customer service advised the patient to take a break from treatment until he is pain free. No further information was provided.